Manufacturer narrative:
(B)(4) hydrophilic tip detach exposing the tip of metal corewire. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, an advanix biliary plastic stent was placed in the bile duct, however; when the jagwire was pulled out of the stent, hydrophilic tip detached exposing the tip of the metal corewire. The detached hydrophilic tip got stuck inside the plastic stent. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the distal tip was detached and the core wire tip was exposed. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during the manufacturing process. There was no evidence of core wire fracture. The complaint is consistent with the returned guidewire since the distal tip was detached and the core wire tip was exposed. It is most probable that anatomical or procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context.¿ a DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, an advanix biliary plastic stent was placed in the bile duct, however; when the jagwire was pulled out of the stent, hydrophilic tip detached exposing the tip of the metal corewire. The detached hydrophilic tip got stuck inside the plastic stent. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.